Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the paedisa operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, organic deposits were found. Results: based on our investigation results, we can determine visible deposits in the paedisa. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a paediesa valve (#fv288t) was implanted on (B)(6) 2024. According to the complainant, the valve caused an over-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. Same event as #: 3004721439-2026-00141.